Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The device remains implanted in the patient; therefore, a failure analysis is not available. We are not able at this time to determine the relationship between this device and the cause for the event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
The complainant reported that the clinicians were performing a therapeutic implant of any obtryx system halo sling in a female patient. During the implant of the sling, the association loop came off the clear plastic piece, causing the dilator sleeve to separate prematurely. The clinicians then pulled the trocar back through and sutured the clear plastic piece to the trocar. They were then able to pull it through the incision. The clinician reported that nothing was left behind in the patient, and the clinicians successfully completed the procedure without further complication. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".